Manufacturer narrative:
The inraocular lens was returned to the manufacturer. Visual inspection of the lens revealed surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter verification: optical inspection results showed that the lens diopter corresponds to a 24.5 diopter lens. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the left eye and switched with another lens because the surgeon felt that there would be a better outcome with a different lens power. Result of new implant was good; no complications reported.

Manufacturer narrative:
(B)(4). Placeholder.